Event description:
A malfunction alarm was reported. The report did not include any specific information about the customer's blood glucose level, so there was no reported impact. No additional information was received regarding corrective actions or the outcome of the event.